Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a medical representative and a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Interrogated implantable neurostimulator <(>&<)> found to be end of life. No action with implantable neurostimulator was taken. The issue was not resolved at the time of this report. Appointment was scheduled with doctor for replacement of depleted ipg. Surgical intervention is planned but not scheduled yet. Error code was reported on patient programmer. Caller reports the following error code: code unknown. Patient had sudden pain symptoms. On (B)(6), patient daughter called and stated that therapy device stopped working and they saw a code on the programmer with a dr. Caller did not have the code. On the next day, the caller reported the code that was seen was end of service (eos). They cannot see doctor until (B)(6) in the office to even schedule the surgery. Patient was crying in pain because the stimulator was helping a lot. It will be 3 to 4 weeks before battery replacement surgery more than likely. Patient sneaks off, does not take his medications or spits it out because it tastes bad, and cries a lot. Alzheimers is causing these issues and patient stated he just wants to die so he can be with his wife again. Caller stated she wanted him to have it replaced because it did help him and since she is the one who cares for him she needs him to have it because right now he is hard to deal with. The patient¿s medical history included shoulder issues and alzheimers. Patient was allergic to adhesives. Additional information was received from consumer who reported the device was end of life. There were no external factors involved. Troubleshooting performed by interrogation with 8840. Product was implanted but was out of service. No action was taken at the time of this report and issue was not resolved at the time of this report. The medical representative reported that the battery was depleted. We interrogated it and determined that it was dead/end of life (eol), and we will change it out as soon as the physician has it scheduled. Surgical intervention was planned.